Event description:
It was reported by the customer that the intra-aortic balloon (iab) alarmed air leak. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d4(exp date and lot#), g2, g3, g6, h2, h4.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d4(exp date and lot#), g2, g3, g6, h2, h4.